Event description:
The customer reported to olympus, the telescope, 12°, 4 mm has a cloudy lens, and the intraoperative image was poor. The issue was found during an unknown therapeutic procedure. The surgery was completed by replacing it with another optical viewing tube. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found a poor image due to damage to internal lens, lens damage and outer tube bending. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is to correct the initial MDR. The initial medwatch reported s, the telescope, 12°, 4 mm has a cloudy lens, and the intraoperative image was poor. The issue was found during an unknown therapeutic procedure. The condition of the patient was not affected. The surgery was completed by replacing it with another optical viewing tube. There is no evidence that a life-threatening event occurred, that the patient developed permanent damage or impairment, and that additional medical/surgical intervention was done to prevent permanent damage or impairment. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.